Event description:
It was reported an intra-aortic balloon pump was alarming 'volume loss" immediately upon placing the patient on the pump. The pump was re-set, however, the alarm continued. The patient was transferred to another intra-aortic balloon pump without incident. There were no patient complications involved. No further details are available. No information regarding the evaluation by the biomed department at the user facility was available. However, a replacement part was ordered. The operating manual outlines the procedures for locating the possible causes for a "volume loss/balloon slow" alarm.